Event description:
The surgeon reported observing two tiny metallic fragments in a post-op check-up following phacoemulsification and iol implant procedure. The surgeon further noted that there was likely some contact between the phaco tip and a second instrument they describe as a drysdale paddle. The surgeon confirmed that there is no pt harm at present.

Manufacturer narrative:
No sample has been received for eval. Investigation including root cause analysis is in progress. A supplemental MDR will be filed when add'l info becomes available.